Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found.the analyst also noted: there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was positioned in different places and was undersensing. The lead was replaced. Additionally, the introducer was longer than usual so the blue dilator didn't appear completely. No patient complications have been reported as a result of this event.